Event description:
Related manufacturer reference number: 2017865-2023-04938. Related manufacturer reference number: 2017865-2023-04939. It was reported that the patient's pacemaker and the right ventricular (rv) lead were experiencing intermittent capture, while the pacemaker and the right atrial (ra) lead were experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. Programming changes were made on the pacemaker, rv lead and ra lead. The patient's condition was stable.